Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: paediatric patient was admitted to casualty, blood test were ordered. Casualty incharge noticed the freshly opened pack of plain vacutainer has edta label but red cap and informed the management immediately.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: paediatric patient was admitted to casualty, blood test were ordered. Casualty incharge noticed the freshly opened pack of plain vacutainer has edta label but red cap and informed the management immediately.